Event description:
It was reported that a patient underwent a thromboembolic left carotid endarterectomy on (B)(6) 2013 and suture was used. The patient experienced a postoperative latero-cervical hematoma requiring a reoperation. During this surgery, they discovered that the suture did not hold at the carotid running suture. Post surgery, the patient received one liter of voluven and three units of prbc¿s. The patient suffered an ischemic postoperative stroke causing right complete hemiplegia and expressive aphasia. Additional information requested

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional information: the actual device associated with this event is not known. The international affiliate reports the following possible product codes: f1811, 8807h, or an unspecified non ethicon suture